Manufacturer narrative:
A thorough investigation was performed which concluded that the separation and damage in the 3d9-3v transducer's strain-relief area resulted from customer misuse and normal wear over time. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The replacement probe is in service with no similar issues reported.

Event description:
It reported a 3d9-3v transducer had separation on the probe. This probe is associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.